Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# (B)(6) serial#, implanted: on (B)(6) 2025, explanted: on (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-02: additional information was received from the manufacturer representative. The date of the new implant was unknown at this time due to the unknown timeframe of the infection to clear the patient¿s body. The issue was on-going. The implant was removed completely and patient put on antibiotics. The doctor stated that a new implant could be placed once the patient completely heals from infection. Additional information was requested but the doctor had nothing further to add at this time.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35kl6, implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient had an infection where implant was located, redness and fluid discharge. The patient had implant removed until infection is resolved. Both components removed. Antibiotics were required. Md stated that once healed the patient could have a new implant placed.